Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Event description:
It was reported that during a left lobectomy procedure, approximately fifteen minutes into the procedure the top half of the jaw (the non vibrating half) came off completely. A new device was opened and it was while the scrub nurse was attaching the device to the handpiece, the same thing happened ¿ the top part of the jaw fell off completely. The parts that fell off both devices have been enclosed in the packaging. A third device was opened and the procedure was completed with no further problems. There were no adverse consequences for the patient.